Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 s part of the bsc bt registry clinical study. This complaint is being reported based on the event of asthma exacerbation requiring treatment and hospitalization. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for worsening of asthma symptoms requiring treatment (exact treatment not reported). The patient was discharged from the hospital on (B)(6) 2015 and the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2014: pre-bronchodilator: fev1: 00.82, fev1 % predicted: 51.00, fvc: 1.48, fvc % predicted: 75.00. Post-bronchodilator: fev1: 00.95, fev1 % predicted: 59.00, fvc: 1.61, fvc % predicted: 81.00. Additional information received on 22jan2016. According to the complainant, following the procedure, the patient was hospitalized for worsening of asthma symptoms and was treated with methylprednisolone, albuterol/salbutamol, and acetylcysteine.

Manufacturer narrative:
(B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation requiring treatment and hospitalization. On (B)(6) 2015, the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for worsening of asthma symptoms requiring treatment (exact treatment not reported). The patient was discharged from the hospital on (B)(6) 2015 and the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator: fev1: 00.82, fev1 % predicted: 51.00, fvc: 1.48, fvc % predicted: 75.00. Post-bronchodilator: fev1: 00.95, fev1 % predicted: 59.00, fvc: 1.61, fvc % predicted: 81.00.